Event description:
It was reported that high lead impedance readings were obtained during a generator revision surgery that was occurring to address end of service. Communication could not be established with the generator prior to surgery and there were no suspected device issues with the generator or programming system used that could have caused the communication difficulties. When the surgeon attached the new generator to the existing leads, he obtained high lead impedance readings. The incision site was closed so further troubleshooting such as re-inserting the lead pin could not be performed. The surgeon was not prepared to perform a lead revision therefore, the lead was left in place. A company representative followed up with the neurologist and could not find any records of previous diagnostics being performed. There were no reports of trauma. Good faith attempts to obtain additional info such as x-rays have been unsuccessful to date. The pt's programming/device diagnostic history available in the in-house database was reviewed and there were no records of diagnostics being performed from 2005 to 2009.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient still has high lead impedance and their device is at neos yes. Guidance was provided to program their device off. No additional surgery has been planned at this time.

Event description:
Surgery will be planned for the patient (B)(6) 2013.

Event description:
The patient had full revision surgery. Pre-op interrogation of the patient's 104 generator indicated that the battery was completely depleted (vbat<eos) and the impedance was still >10,000 ohms. The patient's generator and lead were explanted. The surgeon tried to fully remove the old lead and successfully got at least one electrode off, but had to leave a small portion attached to the nerve. The explanted lead and generator were left with the circulator nurse in the surgery and will follow hospital process then be returned for analysis.

Event description:
Attempts to have the products returned to device manufacturer for analysis have been unsuccessful to date.